Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device. The lead was returned due to patient condition issue. As received, only a connector portion of the lead was returned in one piece measuring 39.4cm / 42.9cm (outer insulation/ inner coil) for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found two external insulation abrasions exposing the outer coil located distal to the sure sleeve tie impression. The cause of the external insulation abrasions is consistent with friction to another device or feature of the heart.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products.

Event description:
Related manufacturer reference number: 2017865-2022-50825, 2017865-2022-50826, 2017865-2022-50827. It was reported that the patient presented with covid infection, vegetation and endocarditis during follow-up in clinic. The vegetation was visualized with intracardiac echocardiography. The physician explanted the active system ¿ pacemaker, right ventricular lead, left ventricular lead, right atrial lead ¿ and the older inactive right atrial lead. The patient was in stable condition.